Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of below 40 mg/dl. Customer consumed sugar and food to address the low bg. Customer alleged that despite insulin deliveries being stopped, insulin continued to flow out of the tubing into the customer's body. Customer continued to use the pump for insulin therapy.